Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with tfn, helical blade, and screw construct on unknown date. On unknown date, patient returned to the or and all hardware was removed due to patient being diagnosed with poor bone quality and poor blood supply to the femoral head. Patient was revised with total hip replacement. This is 3 of 3 reports for this event.